Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to lead dislodgement as the sensing dropped and loss of capture (loc). Also, noise was noted during procedure. Boston scientific technical services (ts) discussed that muscle noise is not atypical and should not be a concern. This lead remains in service. No additional adverse patient effects were reported.